Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 198 mg/dl. The customer stated that the pump had alarmed failed battery at which the blood glucose level was 89 mg/dl. The customer was advised to discard the set and replacement will be sent. The insulin pump will not be returned for analysis.